Manufacturer narrative:
The received forceps sample was found in the opened original packaging including the cover foil. It was protected with bubble wrap. The sample was visually inspected with the aid of a photomicroscope and with various magnifications. The customers complaint was confirmed. The forceps arms were not deformed, but showed insufficient opening. The specified minimum is 0.5mm. The investigated forceps showed only 0.195mm. It is known in production that inserts made by the external vendor have variance in tension of the form of the forceps. This leads to the situation that some of them will be plastic deformed during use. The issue can be approached by bending the inserts more initially and activate them during final adjustment before the opening is measured. A 100% inspection and a qc inspection in the production process ensure that the final shaped instrument should have at least 0.5mm opening. Why the instrument shows insufficient opening anyway cannot be determined anymore. The root cause is unable to be verified. Since there were no comparable complaints, it is assumed that there was an individual case. No further actions will be issued. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample has been received by manufacturing for evaluation. A review of the device history records related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a forceps device would not open while it was in contact with a patient during surgery. There was no impact to the patient. Additional information received confirmed that an alternate forceps was obtained in order to complete the procedure.